Manufacturer narrative:
The revision reported may have been due to loosening and infection as reported. Secondary findings include prosthesis wear and fracture of the glenoid component, likely due to proximal migration of the humeral components relative to the glenoid and/or off-axis drilling of the peripheral pegs holes resulting in a rocking horse effect around a well-fixed cage. However, loosening, infection, and the series of events could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and initial post-operative radiographs were not provided. D1: corrected. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
D10: (B)(6) - 314-13-24 - equinoxe cage glenoid l, post aug, left. (B)(6) - 300-60-03 - stemless humeral comp laser cage, size 3. (B)(6) - 310-62-47 - stemless humeral head 47mm x 15mm x beta. (B)(6) - 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6) - 531-78-20 - shouldr gps hex pins kit. (B)(6) - 531-78-20 - shouldr gps hex pins kit. (B)(6) - a10012 - gps implant kit v2. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03925, 1038671-2025-01743. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 years post the initial left total shoulder arthroplasty, the patient was revised due to loosening. The components were removed and an antibiotic spacer was implanted. Photos provided show wear and fracture of the glenoid component. The patient was not revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.